Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that there was a problem with the compressor. There is no patient harm reported. (B)(4).

Manufacturer narrative:
Investigation on-site has been performed by our field service engineer. Trouble shooting revealed that the unit had a defective mains inlet and a blown fuse. The mains inlet and fuses were replaced, and the compressor was returned to service after successful function check. The blown fuse on the mains inlet have not been investigated further, but earlier investigations of similar complaints determine that the cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power; bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system; chemicals used for cleaning the device (by spraying) causing corrosion and as second effect bad connection; dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. A blown fuse may lead to stop of ventilation if it occurs during on-going ventilation. According to received information, there was no patient injury. If the failure occurs during ventilation, there will be several alarms generated.

Event description:
(B)(4).